Event description:
The customer reported fluid leaking onto the counter from an overflow of the red blood cell (rbc) bath in the coulter ac·t diff analyzer. The volume of the leak was less than 5 mls of fluid. The customer stated the rbc parameter recovered low on patients and controls during the event with hemoglobin (hgb) and hematocrit (hct) checks failing on multiple patient results. The leak was not contained within the instrument. The customer was wearing a lab coat, gloves and goggles at the time of the incident. There was no exposure to open wounds or mucous membranes. There were no erroneous results reported out of the laboratory. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from defective valve vl14. The fse replaced valve vl14 and the associated tubing to resolve the leak issue and erroneous results. The instrument was returned to normal operation. (B)(4).